Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 500 mg/dl. Reportedly the customer was filling the cartridge with cold insulin. Customer attempted to self treat by giving a manual injection and bolus via the pump. Customer was observed in the ER, no actions taken to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.